Manufacturer narrative:
As the date of the follow-up CT examination is unknown, (B)(6) 2022 will serve as the date of event for this report. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿ per IFU, additional surveillance and possible treatment is recommended for aneurysms with type I endoleak. Patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date in early (B)(6) 2022, follow-up computed tomography (CT) imaging reportedly revealed the proximal end of the trunk-ipsilateral leg component had slightly migrated distally (distance unknown), and a proximal type I endoleak was suspected. According to the report, the patient had no notable tortuosity or calcification in the infrarenal aortic neck. However, it was reported that aneurysmal disease progression may have contributed to the device migration. On (B)(6) 2022, intra-operative angiography imaging showed no obvious proximal type I endoleak. However, the physician opted to implant an additional stent graft proximally as a preventive measure. The patient tolerated the procedure.